Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia after lunch and contacted support for assistance reviewing algorithm history, learning period expectations, and meal announcements. Symptoms included elevated blood glucose with a reported peak of 261 mg/dl and mild sleepiness. Outcomes included no hospitalization, no professional medical intervention, no need for assistance, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education on device operation and data review. Investigation of this case revealed no device malfunction and no device component failure, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.